Manufacturer narrative:
(B)(4). One actual sample was received for evaluation. The sample was visually inspected and a separation was observed between the y-junction and tubing. The reported condition was verified. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink 3 lead extension set separated from the rest of the set and leaked. The report indicated that the separation was at the y-junction. This occurred during patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.